Manufacturer narrative:
H.10: through follow-up communication with the customer livanova deutschland learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operation theatre with the fan positioned away from the patient and at an estimated distance between the surgery field and the device of 4-5 meters depending on the operation room size and orientation.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report, that a heater-cooler system 3t was found to be contaminated with aspergillus riger complex and penicillium species. Obviously the hospital performed a lab test, which has not been provided to livanova (B)(4). There is no known patient involvement.